Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture and vessel dissection occurred. The 98% stenosed lesion was located in the non tortuous and non calcified mid right coronary artery (rca). A 1.5x12mm apex balloon catheter was being used to dilate the lesion. On the second balloon inflation to 12 atms, the balloon ruptured. An antegrade dissection occurred and was treated using a 2.25x28mm taxus atom stent. The procedure was completed. The pt's condition was reported as "ok".